Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed signs of physical damage. The bezel was damaged. There were visual indications of dried fluid within the cassette compartment on the pump, but there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment was performed on the cycler (in as-received condition) without any failures or problems. The cycler underwent and passed a valve actuation test and a system air leak test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a peritoneal dialysis (pd) patient passed away during treatment on the liberty select cycler. Additional information was obtained through follow-up with the pdrn. The patient was found deceased on the morning on (B)(6) 2024. The patient was still attached to the cycler and a review of the patient¿s treatment on the iq drive showed they were in dwell 4 of 4 at the time of death. There were no issues noted with the treatment, and the family stated there had not been any issues with the treatment or the cycler during that last treatment on the days prior to the death. On the evening on (B)(6) 2024, the patient reported not feeling well and had hyperglycemia (unknown values). However, the patient refused to go to the hospital. The coroner¿s report was not available; however, the coroner stated the death could have been cardiac related. This patient had a history of diabetes mellitus type ii and was morbidly obese with a body mass index (bmi) >50%. In addition, the patient was seeing a cardiologist for unspecified reasons. No additional information was available related to the death. The liberty select cycler was brought to the clinic and is expected to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death during treatment. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there was no allegation of a device malfunction or deficiency reported for the event. The patient was reportedly not feeling well and was experiencing high blood sugars the night prior to the death. In esrd patients, the presence of diabetes mellitus and poor glycemic control are often associated with several clinical complications and with an increase of mortality, particularly in pd patients. The patient refused to seek medical intervention. A review of the patient¿s treatment did not show any issues with the treatment or the cycler. Additionally, the family reported that there were no issues with the patient¿s treatment or the cycler at the time of death or the days prior to the event. Although the coroner¿s report was not available, it was reported that the cause of death could have been cardiac related. The patient was being seen by a cardiologist for unknown issues. Cardiovascular disease is the leading cause of death in dialysis patients and sudden death (sd) represents a significant proportion of overall mortality in both hemodialysis (hd) and peritoneal dialysis (pd) patients. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a peritoneal dialysis (pd) patient passed away during treatment on the liberty select cycler. Additional information was obtained through follow-up with the pdrn. The patient was found deceased on the morning of (B)(6) 2024. The patient was still attached to the cycler and a review of the patient¿s treatment on the iq drive showed they were in dwell 4 of 4 at the time of death. There were no issues noted with the treatment, and the family stated there had not been any issues with the treatment or the cycler during that last treatment on the days prior to the death. On the evening of (B)(6) 2024, the patient reported not feeling well and had hyperglycemia (unknown values). However, the patient refused to go to the hospital. The coroner¿s report was not available; however, the coroner stated the death could have been cardiac related. This patient had a history of diabetes mellitus type ii and was morbidly obese with a body mass index (bmi) >50%. In addition, the patient was seeing a cardiologist for unspecified reasons. No additional information was available related to the death. The liberty select cycler was brought to the clinic and is expected to be returned for evaluation.